Manufacturer narrative:
Apoc incident #(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant sodium, pottassium & hematocrit on a (B)(6) male patient. There was no additional patient information at the time of this report. Customer states that product is available for investigation: method date collected tested tco2 na k ci hct: I-stat 01/18/2017 1802 1810 31 111 3.3 >140 39; vista 01/18/2017 1802 1837 25 134 3.9 98 43; I-stat 01/18/2017 1835 1835 24 134 3.8 96 47. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # 711811. The investigation was completed on 02/09/2017. Retain product was tested and the customer complaint was not reproduced. Return product was not available for investigation.